Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d314trg implantable cardioverter defibrillator: (B)(6) 2012. 4076 implantable pacing lead: (B)(6) 2013. 7120 competitor implantable tachy lead: (B)(6) 2008. (B)(4).

Event description:
The patient reported being lightheaded. The patient was seen by the physician and the patient's heart rate was noted to be low. The left ventricular lead was noted to have slightly increased threshold, but the lead was still capturing. The device was reprogrammed to increase the output and the patient was directed to reduce a medication. No further patient complications have been reported as a result of this event.